Manufacturer narrative:
All of the buttons functioned properly; however, the insulin pump had corroded keypad traces. No frozen display noted. No battery out limit alarm noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. No ramping numbers noted or unresponsive buttons noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the keypad was unresponsive. The customer also reported that there were numbers ramping on the display. Blood glucose level at the time of the incident was 101 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.